Event description:
It was reported that the device displaying a service light and a fault code logged into device memory that was related to the therapy pcb assembly. Upon the return of the replaced pcb assembly, physio-control observed that the root cause for the service light was a failed component that could cause a failure to deliver defibrillation energy or a failure to deliver the appropriate energy. There were no reports of patient use associated with this event.

Manufacturer narrative:
The returned therapy pcb assembly was evaluated by physio-control. The root cause of the reported failure was determined to be an electrically shorted h-bridge diode, designator cr30.